Event description:
Oral intubation was attempted on trauma patient with severe facial fractures and difficult airway. Laryngoscope handle light noted to not function on two occasions. Laryngoscope handle with functioning light obtained, but were unable to place et tube. An attempt was made at cricothyroidotomy. The incision was made and taken down to the trachea and at the same time an attempt to intubate from above was successful.======================manufacturer response for laryngoscope handle, fiberoptic handle (per site reporter).======================manufacturer aware of problem; no additional feedback provided at this time.